Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 75 - 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The device was removed from the patient's body and there was no problem with the patient's condition post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).